Event description:
The investigator assessed that the previously reported events were not related to the study device.

Event description:
During index procedure the patient had one endeavor rapid exchange stent implanted in the lad. Approximately 48 months post index procedure the patients death occurred due to an acute myocardial infarction with cardiac arrest. It was not assessed if the event was related to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi, death).